Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and medical records received. Pfs alleges pain, decreased rom, adverse tissue reaction, tumor, and amputation. Lab results from (B)(6) 2011 and (B)(6) 2013 indicated the metal ion levels were below 7ppb. The patient underwent a revision on (B)(6) 2013 and discovered metallosis, advancing osteolysis, corrosion on the trunnion, loose cup, and major bone loss behind the cup. The bone loss was so severe the surgeon didn't believe the bone stock could support a new acetabular cup. Cultures were taken and the patient was closed up so he could be transferred for further reconstruction. Cultures came back stating the patient had chondrosarcoma. He later underwent a right hip hemipelvectomy on (B)(6) 2013. The patient passed away on (B)(6) 2014 from metastatic chondrosarcoma.

Manufacturer narrative:
This complaint can be closed once follow up has been sent.

Event description:
Update 2/22/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported the patient had metallosis, osteolysis, loose cup, large hemolytic effusion, tissue inflammation and ion levsl less than 7 parts per billion. The patient was unable to be completely revised becuase pathology found high grade spindle tumor with high miotic acitvity and necrotic areas. Giant cells were scattered within the tumor. A radiograph reportedly showed degenerative arthritis. Bone loss was related to cancer. Patient right leg was amputated on (B)(6) 2013 related to the cancer. Patient died (B)(6) 2014 from metastatic chondrosarcoma. There was no allegation that hip componenst had any involvement in cancer diagnosis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: mar 8, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear.